Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving compounded baclofen (250 mcg per ml at 73 mcg per day), dilaudid (hydromorphone) (5 mg per ml at 1.5 mg per day), and bupivacaine (30 mg per ml at 8.9mg per day) via an implantable pump for chronic pain. It was reported that the patient reports code 8476 on his ptm, audible alarm, and increased pain. There were no  environmental/external/patient factors that may have led or contributed to the issue. They interrogated the pump to determine status. Stalled at 7:27 am but recovered at 7:50 am. No actions/interventions were performed at this time. Pump is working fine at this time and his symptoms have resolved.